Event description:
The tag affixed to the packaging tip protector instructing the user to remove the tip protector prior to using the catheter was detached from the protector. The blunt tip protector was not removed from the end of the catheter and was instilled into the urter with the contrast media. The tip protector was retrieved from the patient. The procedure was completed successfully, and there were no patient injuries or complications. This device was not returned for evaluation. Therfore, a failure analysis is not available. Without evaluating the device the company is unable to determine if the device met its specifications. Also, the company is unable to determine the relationship between the device and the cause of the event.